Manufacturer narrative:
The incident has been reported to the MFR on 01/10/2014. Results of analysis will be developed in a f/u report.

Event description:
The valve was initially set at 150 on (B)(6). As the pt's condition did not improve, the setting was gradually changed till 30 but that did not help even after pumping. Therefore, the system was extracted.